Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a pneumoperitoneum leak from the device. The sales rep. Stated that it was more noticeable during torquing of instrument while inserted through the trocar. The surgeon continued to use the same device to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.